Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako tka software was reported. The event was confirmed. Method & results. -product evaluation and results: review of the case session files noted the following: the session and vp log data from the case was reviewed. An analysis of the checkpoint check values, bone registration values, probe check values, rio registration and verification values, bone preparation checkpoints values, crisis warnings and errors was completed. The data at this time, except for the bone registration value for the tibia, shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. The over limit value for bone registration of the tibia would not influence the robot stability. This would potentially result in the bone resection being slightly off plan. There was however a noted warning that the robot was pushed too hard. This could be a reason for the user experiencing greater than normal robot chatter as the user will feel greater robot feedback and resistance the harder he/she pushes beyond the limits of the selected haptics. It is recommended that the user reduce the amount of force he/she applies when reaching the outer edges of the haptics. It is also recommended that a fse field service engineer perform a pm preventative maintenance on their robot system to bring the system up to date. This should address many of the issues they¿re experiencing. The field service engineer reported: problem reproduced? No. Trouble shooting notes: none. Work performed: verified all joint and motor encoder read head positions. Performed pm service. Verified system is operating within mako tolerances and specifications. System successfully passed all validation testing. No parts used. No defects found. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of device history records shows that rob965 was inspected on 26 july 2019 and the quality inspection procedures were completed with no reported discrepancies. -complaint history review: a review of complaints in trackwise related to p/n 219999, robot number: rob965 shows 0 similar complaints for tka software - unintended movement. Conclusions: the alleged failure mode was confirmed by the provided video of the case. An inspection of the robot carried out by an fse and a review of the provided log session files did not establish a root cause. The r&d engineer responsible for reviewing the logs did highlight that an over limit value for bone registration of the tibia could potentially result in the bone resection being slightly off plan and that there was however a noted warning that the robot was pushed too hard. This could be a reason for the user experiencing greater than normal robot chatter as the user will feel greater robot feedback and resistance the harder he/she pushes beyond the limits of the selected haptics. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm shaking out of haptics during bone prep in tka case. Mps stated the patient had poor bone quality. Mps already spoke to fse. Surgery completed robotically. Update 16/march/2021 wg: as reported via complaint form: robotic arm was shaking during bone preparation. The arm kept shaking hard while the surgeon tried to execute his cuts and expressed his concern as this has never happened before and was more than I have ever seen it do so. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4): mps reported arm shaking out of haptics during bone prep in tka case. Mps stated the patient had poor bone quality. Mps already spoke to fse. Surgery completed robotically. Update 16/march/2021 wg: as reported via complaint form: robotic arm was shaking during bone preparation. The arm kept shaking hard while the surgeon tried to execute his cuts and expressed his concern as this has never happened before and was more than I have ever seen it do so. Case type / application: tka.